Event description:
It was reported that the ilet user experienced an infusion set deployment issue while performing a full supply change with an inset 23-inch infusion set, requiring two teflon sets because the first separated from the plastic circle when the blue needle cover was removed, after which insulin delivery was restored following guided troubleshooting and education. No reported symptoms or adverse clinical effects. Outcomes included successful resumption of insulin delivery and shipment of replacement supplies. Investigation included troubleshooting and verification of correct infusion set connection and deployment steps. Investigation of this case revealed an infusion set deployment error related to the infusion set connector and blue needle cover interaction, consistent with user handling during set preparation. It was concluded, based on previously established findings for similar reports, that the cause was user administration error during infusion set insertion and preparation.